Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient had his staples removed today and was educated on his system. He was told he could use his patient programmer (pp) to make adjustments but he could not connect and was getting the poor communication screen. The patient was advised to use the antenna but he was not able to connect using the antenna. He was able to connect using just the pp. The patient adjusted his stimulation from 2.9 to 2.0 v because when he lay down he got a shocking sensation. The patient¿s next appointment was on january 23. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# unknown, product type: accessory. (B)(4).